Event description:
Procedure: ventral hernia repair. According to the reporter: after a ventral hernia repair in 2008 with use of parietex composite, a patient presented a cutaneous rash from the first day of operation. This rash was persistent and attributed to other drugs used but all cutaneous allergic rast tests performed have been negative. The surgeon proposes to perform additional cutaneous allergic testing with a sample of parietex composite.